Event description:
Catheter inserted 2002; in 6/2002 nurse found PICC dressing to be saturated. When dressing was removed the PICC was found in two pieces. The nurse tried to grab PICC but it continued to break off and the tip was lost. Cut down procedure was performed to retrieve catheter fragment.